Event description:
Info received indicates 3 pts complaints total of 9 tubing lot number cf1123010. Caller stated the admin sets were leaking same with the curlin admin set with 1.2mic filter ((B)(4)). There were 3 separate pt complaints of leaking of the tubing where it attaches to the maxplus needleless connector. IV solutions were 3-in-1 tpn for pts with various diagnosis such as crohn's disease, malnutrition etc. The primary components are as follows: dextrose (usually d50w); amino acids (protein); lipids (fat); various electrolytes.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from carefusion does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.